Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, oversensing, elevated thresholds and pacing impedance measurements greater than 2000 ohms on the atrial channel. A revision procedure was performed and the system was removed from service. It was noted that the lead unraveled when it was removed from the device header. No additional adverse patient effects were reported.